Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7078994/7080095.

Event description:
It was reported that the patient had multiple reprogramming sessions without any improvement in pain relief. The patient underwent an explant and was doing well postoperatively. All device components were removed and kept by the medical facility.